Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during basal delivery. Customer's blood glucose level ranged from 100-200 mg/dl. A cartridge change was performed resolving the issue. Reportedly, the customer had manual injections as alternate insulin therapy.